Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: there was an incidental finding of a cracked battery door on the mpu. The report of a cut in a mobile power unit (mpu) patient cable was confirmed during the investigation of the returned mpu. The returned device was evaluated and tested by the edc service center. Visual inspection of the returned device revealed that the patient cable was dirty and a cut was observed. The root cause of this damage could not be conclusively determined, but appeared to be a result of handling. The system was powered on and booted up as intended. It was noted that the mpu software was old and needed to be updated. Functional testing of the unit did not reveal any issues. The damaged patient cable was replaced with a new one and the device's software was updated to the latest version 1.02. Safety and functional testing was performed and the unit passed all tests. The serviced and tested unit functioned as designed. The repaired mobile power unit returned to customer. The device history records were reviewed and the records revealed the mpu was manufactured in accordance with mfg and qa specifications.(B)(4) was shipped to the customer on (B)(6) 2017. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the mobile power unit came back for routine maintenance and the technician recognized a cut in the patient cable.